Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Battery voltage was 2.648v on (B)(6) 2015. Concomitant medical products: 4543 boston scientific lead, implanted (B)(6) 2007,, 0175 boston scientific lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that based upon settings and usage, the implantable cardioverter defibrillator (ICD) was reaching elective replacement indicator (eri) much sooner than expected. The device remains in use. No patient complications have been reported as a result of this event.